Event description:
During doctor's portion of the cystectomy with ileal conduit and low anterior resection case, the ligasure malfunctioned therefore causing the blade to go wrong direction (vertical instead of horizontal). This caused light tissue tearing but no significant or permanent damage. Ligasure replaced with different handpiece.defective ligasure removed from field and sent to inventory tosend back to manufacturer.